Event description:
Certain medication orders entered by the physicians at hospitals and clinics via cerner's hna millenium powerchart application matrix order functionality were not processed by the orm order write server. This scenario occurred during a period of time when the orm order write server processing time was degraded and resulted in a backlog of medication orders in the server queue. Medication orders awaiting processing in the server queue that had exceeded a user defined pharmacy hold lock retention time limit were not processed. As discussed below cerner is unaware of any injuries associated with this issue.